Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. Upon interrogation, noise and high out of range pace impedance were observed on the right atrial (ra) channel. The noise led to oversensing and inappropriate mode switches. The cause was determined to be the minute ventilation sensor, so the respiratory rate trend was programmed off. At this time, the crt-d remains in service and the patient will continue to be monitored. No additional adverse patient effects were reported.